Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received inappropriate anti-tachycardia pacing (atp) and shock. All therapy was exhausted. Additional information obtained from the field which indicated that the therapy was for sinus tachycardia. The patient decided to quite taking medications. Reprogramming changes done to address the issue. The device remains in service. No adverse patient effects reported.